Event description:
Customer reported that when using the vessel dilator in the patient, the dilator broke off. The patient is ok. There was no other information given.

Manufacturer narrative:
The missing information was unattainable. The investigation is ongoing and the results of the investigation will be sent in a supplemental report. The complete investigation will be on file at the manufacturing site.